Event description:
It was initially reported that at a recent appointment, diagnostics performed on the pt's device resulted in high lead impedance. It was indicated that the pt recently had a seizure, upon which she fell and was likely what caused the trauma. X-rays were taken and forwarded to the MFR for review. No gross fractures or discontinuities were visualized, but a sharp angle was noted near the electrode region of the lead, which may be contributing to the high lead impedance observed. The pt has been referred for revision surgery. A battery life calculation was performed on the pt's generator, which resulted in approx 5.3 years remaining until an end of service condition. Last known diagnostics were performed on (B) (6)2009, which were within normal limits.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.